Event description:
It was reported that the physician had resistance when advancing any catheters through the left femoral vein up into the inferior vena cava. After exchanging sheaths, more resistance was noticed and a dissection was suspected. The physician then injected contrast to confirm the dissection. The case was aborted. No radiofrequency was performed. Protamine was given to reverse the activated clotting time. Lab staff were holding pressure and the patient was stable at the time of the call. 12 fr asahi 11 cm was used for the procedure. The patient had a large body habitus. During sheath exchange the original short 12 fr sheath came out of the femoral vein before a wire could be advanced to maintain femoral vein access. Therefore, when the wire was attempted, it would not advance up the femoral vein and caused a dissection around the puncture site. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).